Event description:
During the case one mics stopped engaging and a piece fell out. Tka case delayed for 5 minutes.

Manufacturer narrative:
"Reported event: it was reported that a piece fell off the handpiece. Issue was noticed during the case, therefor there was a case delay and no patient harm. Device history review: device history records indicate (B)(4) devices were manufactured under lot k070g and (B)(4) including (B)(4) were accepted into final stock on 3/9/2016. A review of (B)(4) revealed that the issue is not related to the failure alleged in this compliant. Complaint history review: a review of complaints related to parts in lot number k070g, p/n 209063 shows no other complaint related to the failure in this investigation. Material inspection: material analysis was not completed because functional inspection clearly showed failure. Visual inspection: visual inspection revealed no physical damage of unit. The output coupling was outside of the unit. Dimensional inspection: dimensional inspection was not completed visual inspection clearly shows the failure of the device. Functional inspection: the handpiece motor and electronics function as intended. Conclusions: the output coupling is held in with 3 set screws. If the screws back out then the output coupling will detach. Corrective action/preventive action: no action is required at this time as there is no indication to suggest a product non-conformity or unanticipated hazard."

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
During the case one mics stopped engaging and a piece fell out. Tka case delayed for 5 minutes.